Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that dr (B)(6) implanted a trident hemi ha cluster cup followed by one screw with 25mm length, after tightening the screw all the way down, dr (B)(6) continued to tighten the screw and ended up breaking the tip of the screwdriver inside the screw head. The hospital then opened mix tools, i.e. Dental picks and suction tubes to remove screw driver tip, with little effort the surgeon removed the piece completely. No consequences to patient. Post op dr (B)(6) told me that he was about to tell me that the knuckle driver felt like there was unusual resistance and a second later the tip of the screwdriver broke. No other unusual circumstances.

Event description:
It was reported that dr. (B)(6) implanted a trident hemi ha cluster cup followed by one screw with 25mm length, after tightening the screw all the way down, dr. (B)(6) continued to tighten the screw and ended up breaking the tip of the screwdriver inside the screw head. The hospital then opened mix tools, i.e. Dental picks and suction tubes to remove screw driver tip, with little effort the surgeon removed the piece completely. No consequences to patient. Post op dr. S. Told me that he was about to tell me that the knuckle driver felt like there was unusual resistance and a second later the tip of the screwdriver broke. No other unusual circumstances.

Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was not confirmed. The device was not returned for evaluation. A review of medical records was not performed as none were provided. No further information was requested as it is not believed the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. The complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The exact root cause could not be determined as the complaint device was not returned for evaluation.